Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 2012 and was not subject to UDI requirements, and removed UDI info in d4. H3: finding/root-cause: the reported complaint was verified through event trace but not duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent inop alarm occurred while on the patient. There was no patient harm reported.